Event description:
The device involved in this report was interrogated prior to use; the engineer performed charge time tests. However, the tests failed repeatedly and the device reset several times. The device was not implanted and was returned for analysis. Preliminary analysis confirmed the resets resulted from an abrupt decrease of an internal power supply.

Manufacturer narrative:
(B)(4) 2013 this event concerns a device that was manufactured and used outside the united states. Analysis is pending.